Event description:
During IV insertion once the IV needle was inserted and catheter advanced, blood flowed through tubing to the distal hub. Immediately the catheter began leaking blood from the distal hub of the catheter tubing.